Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported suture detachment was not confirmed and was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. The reported guide detachment appears to be related to downward force was applied during device placement or torsional manipulation during the procedure. The reported suture detachment was not confirmed and was observed as a posterior needle to cuff miss likely due to a needle deflection during plunger/ needle deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received: no suture was present when the plunger of the proglide device was removed. A guide separation occurred upon pull back. No resistance was noted during insertion or removal of the proglide device. The lever was returned to its original and the foot was closed prior to removal of the device. No vessel damage was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of a left common femoral vein was attempted using a proglide device with an 8f sheath after an electrophysiology interventional procedure. A femoral angiogram was not performed. Reportedly, the suture broke at the connection from the white to the blue suture on the proximal end of the suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.